Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during closure and hemostasis, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. The procedure used an antegrade approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The suitability of the femoral artery was confirmed on angiography, including an insertion angle of 30¿45 degrees for the non-cordis sheath, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with a closure device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vcd. The deployment button was fully depressed and flush with the handle, and the vcd and non-cordis sheath were removed as a single unit approximately 1¿2 seconds after activation. Upon removal, the plug was not dislodged, not partially deployed, and was found fully inside the shaft. The indicator wire was not visible when the device was removed. The device was returned for evaluation.

Manufacturer narrative:
As reported, during closure and hemostasis, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. The procedure used an antegrade approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The suitability of the femoral artery was confirmed on angiography, including an insertion angle of 30¿45 degrees for the non-cordis sheath, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with a closure device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vcd. The deployment button was fully depressed and flush with the handle, and the vcd and non-cordis sheath were removed as a single unit approximately 1¿2 seconds after activation. Upon removal, the plug was not dislodged, not partially deployed, and was found fully inside the shaft. The indicator wire was not visible when the device was removed. A non-sterile exoseal 6f vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire could not be deployed due to a swollen plug at the distal tip, therefore the indicator window had to manually be moved to the black/black position. Subsequently, the deployment lever was fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal part of the component. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as it was able to be fully depressed during evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event as the functional analysis could not be fully performed due to the received condition of the device with the plug completely swollen and dried, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window and successful depression of the deployment lever during functional analysis. Another condition of ¿indicator wire deployment difficulty unable¿ was observed on the returned device as the cowling guard was received locked and the indicator wire was not deployed. During the analysis, the plug was found to be dried and completely swollen, which blocked the indicator wire port and prevented normal deployment. However, it is likely that the indicator wire deployment issue was experienced by user although it was not reported and may have resulted in the issues deploying the device. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal¿ vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal¿ vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.